Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the essure device into her uterus"), pregnancy with contraceptive device ("unplanned pregnancy") and caesarean section ("cesarean delivery") in a female patient who had essure inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included cesarean section. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and caesarean section (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (left salpingectomy and right partial salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, pregnancy with contraceptive device and caesarean section outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2017. The reporter considered device expulsion and pregnancy with contraceptive device to be related to essure. The reporter provided no causality assessment for caesarean section with essure. Diagnostic results: on or about (B)(6) 2015, hysterosalpingogram (hsg) test: confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Company causality comment - incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the essure device into her uterus"), pregnancy with contraceptive device ("unplanned pregnancy"), fallopian tube perforation ("device migrated out of tubes and into uterus muscle") and embedded device ("coil in embedded muscle in uterus while pregnant") in a 33-year-old female patient who had essure (batch no. C49140) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective, failure to occlude fallopian tube(s)" on (B)(6) 2017. The patient's past medical history included cesarean section, dermoid cyst, multigravida and parity 2. Concurrent conditions included body mass index normal. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced uterine perforation ("device migrated out of tubes and into uterus muscle"). In (B)(6) 2017, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and pelvic pain ("pain, lower pelvic area pain"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (left salpingectomy and right partial salpingectomy), surgery (c section), surgery (left salpingectomy and right partial salpingectomy) and surgery (left salpingectomy and right partial salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, pregnancy with contraceptive device, fallopian tube perforation, embedded device and weight increased outcome was unknown and the dysmenorrhoea, dyspareunia and pelvic pain had resolved. The pregnancy outcome was reported as a live birth of a healthy child. The caesarean delivery occurred on (B)(6) 2017. The reporter considered device expulsion, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, pelvic pain, pregnancy with contraceptive device, uterine perforation and weight increased to be related to essure. The reporter commented: current weight 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. On or about (B)(6) 2015, hysterosalpingogram (hsg) test: confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. New reporters added. Patient demographic information and patient relevant history added. Lot number added. Events dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, lower pelvic area pain, weight gain, perforation (fallopian tube) and coil in embedded muscle in uterus while pregnant added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the essure device into her uterus/device migrated out of tubes and into uterus muscle"), pregnancy with contraceptive device ("unplanned pregnancy"), fallopian tube perforation ("device migrated out of tubes and into uterus muscle"), uterine perforation ("device migrated out of tubes and into uterus muscle") and embedded device ("coil in embedded muscle in uterus while pregnant") in a 33-year-old female patient who had essure (batch no. C49140) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective, failure to occlude fallopian tube(s)" on (B)(6) 2017. The patient's past medical history included cesarean section, dermoid cyst, multigravida and parity 2. Concurrent conditions included body mass index normal. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In march 2017, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and pelvic pain ("pain, lower pelvic area pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (left salpingectomy and right partial salpingectomy), surgery (c section). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, pregnancy with contraceptive device, fallopian tube perforation, uterine perforation, embedded device and weight increased outcome was unknown and the dysmenorrhoea, dyspareunia and pelvic pain had resolved. The pregnancy outcome was reported as a live birth of a healthy child. The caesarean delivery occurred on (B)(6) 2017. The reporter considered device expulsion, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, pelvic pain, pregnancy with contraceptive device, uterine perforation and weight increased to be related to essure. The reporter commented: current weight 150 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. On or about (B)(6) 2015, hysterosalpingogram (hsg) test: confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the essure device into her uterus/device migrated out of tubes and into uterus muscle"), pregnancy with contraceptive device ("unplanned pregnancy"), fallopian tube perforation ("device migrated out of tubes and into uterus muscle"), uterine perforation ("device migrated out of tubes and into uterus muscle") and embedded device ("coil in embedded muscle in uterus while pregnant") in a 33-year-old female patient (gravida 4, para 4) who had essure (batch no. C49140) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective, failure to occlude fallopian tube(s)" on (B)(6) 2017. The patient's past medical history included cesarean section, dermoid cyst, multigravida, multiparous and live birth ((B)(6) 2003, (B)(6) 2008, (B)(6) 2015,). Concurrent conditions included body mass index normal. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced weight increased ("weight gain"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic pain ("pain, lower pelvic area pain"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). In 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery ((B)(6) 2017-bilateral salpingectomy -removal of partial tube and full tube on side,total hysterectomy), surgery (c section), surgery ((B)(6) 2017-bilateral salpingectomy -removal of partial tube and full tube on side,total hysterectomy).essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, pregnancy with contraceptive device, fallopian tube perforation, uterine perforation, embedded device and weight increased outcome was unknown and the dysmenorrhoea, dyspareunia, pelvic pain and female sexual dysfunction had resolved. The pregnancy outcome was reported as a live birth of a healthy child. The caesarean delivery occurred on (B)(6) 2017. The reporter considered device expulsion, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, female sexual dysfunction, pelvic pain, pregnancy with contraceptive device, uterine perforation and weight increased to be related to essure. The reporter commented: current weight 150 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. On or about (B)(6) 2015, hysterosalpingogram (hsg) test: confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-oct-2018: pfs received, event added- apareunia. Events onset date and outcome added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.